Event description:
As reported by the user facility: date of event: have had four incidents occur within a three week period. Event: reports leaking chemo related to a cracked valve. Patients set up for 2 day infusion of 5fu, using a baxter elastomeric pump, the access devices to patient port are bard. Leak was not noted when patient left facility, but occurred sometime after, rate of infusion for the 2 days is very slow. Cracked valves were noted when patient returned to have infusion discontinued. Customer has gathered all stock left in facility, cannot identify specific lot number involved as multiple lot numbers stored together. Customer has a different lot number in stock and has no further issues. Possible lot numbers: lot # 0061306249 - mfg: 03/01/2013 - expiration: 02/29/2016. Lot # 0061302961 - mfg: 02/01/2013 - expiration: 01/31/2016. Lot # 0061243045 - mfg: 06/01/2012 - expiration: 05/31/2015. Lot # 0061284949 - mfg: 11/01/2012 - expiration: 10/31/2015. Lot # 0061270687 - mfg: 09/01/2012 - expiration: 08/31/2015.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual devices involved in the reported incident were not returned for evaluation. Approximately one-hundred (100) unused, unopened samples, containing the five reported possible lot numbers were returned for evaluation. A sampling from each lot number was subjected to a water pressure (leakage) test. The parts met requirements according to specification. There were no leakages or cracks observed. Review of the nonconforming lot report database performed for the reported lot numbers did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Per follow-up correspondence with the reporting facility, it was confirmed that once caresite valve was used for the entire two day continuous infusion periods. Per the instructions for use (IFU) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hours." Without the actual used sample, a thorough evaluation could not be performed at this time. However, based on the information provided by the facility, it would appear that using the device beyond the recommended 24 hours likely contributed to the reported cracking and leakage. A follow up report will be filed if additional pertinent information becomes available.